Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the blood flow was 90 % reestablished even though the tip fragment was left at the entrance of the high lateral branch, so he decided not to take further invasive remedial action. The patient had administered in ccu and had been fine. The returned catheter was found its tip ruptured. On the shaft of the remaining tip, longitudinal scratches were observed. Those scratches were considered to be made by contact with something hard. Twisting of the remaining tip was observed between the tip polymer and the catheter shaft. Several circumferential cracks caused by pulling force were found at the rupture site. The distal end of underlying braids (deployed 2 mm proximal to the tip end) was exposed on the rupture surface; therefore, it was concluded approximately 2 mm of the distal portion of the tip was pulled off and ruptured. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that the subject catheter was ruptured due to excessive pulling force that was assumed to be applied during removal of the catheter while its tip was trapped by the heavily tortuous and heavily calcified lesion. When the pulling force exceeded the product design limit, it led the catheter tip to be torn off. There was no indication of product deficiency. IFU states: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During pci to treat a heavily calcified and partially-occluded 99% stenosis in the high lateral branch, a penetration catheter and a 0.014" guidewire were used to cross the lesion. It was difficult to cross so that the catheter was exchanged with an asahi microcatheter. When the microcatheter was advanced to the lesion, it became trapped at the entrance of the high lateral branch and fractured. A snare and a small-diameter balloon were used to retrieve the tip fragment, but attempts were ended up unsuccessful. The physician decided to terminate retrieval of the tip fragment in consideration of developing further complications and led the tip fragment remain in the anatomy.